Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a fainting spell secondary to oversensing and consequent inappropriate pacing. Also, this patient received inappropriate shock therapy secondary to emi. At a follow-up nips procedure, an attempt to convert the patient with 41 joules was unsuccessful; external resuscitation was necessary.